Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. This device was included in a field action. Based on the information received and without the return the product, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead inappropriately shocked the patient due to t-wave oversensing (twos). The rv lead triggered a lead integrity alert (lia) with oversensing, non-physiologic, and sensing integrity counter (sic) episodes. The rv le ad was found to have high increasing impedance. The lead was reprogrammed and therapies were turned off. The lead is scheduled to be replaced. The lead remains in the patient. No further patient complications have been reported as a result of this event.